Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/flush drive support disk. Unable to confirm the alarm. The unit was received with scratched display window.

Event description:
It was reported that the customer's insulin pump alarmed during prime and insulin squirted out. No further information was provided.